Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was suspected of prematurely depleting. The device currently had a magnet rate of 90 ppm and indicated less than six months remaining after approximately six years of implant. Pacing impedance measurements and pacing percentages have remained unchanged. Pacing thresholds had changed to 3.5 volts due to the automatic capture feature. However, the health care professional (hcp) completed an automatic test and received a pacing thresholds of 2.2 volts. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated this patient was seen in clinic and was in chronic atrial fibrillation with many mode switch episodes. The device was reprogrammed to vvir mode. The reported longevity was 3.5 years with a magnet rate of 85 ppm. It was unknown why the previously reported longevity was less than six months. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.